Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted. No explant date was provided. There was a spike in impedances seen on daily measurements in (B)(6) 2015.